Event description:
New IV tubing leaking at the side entry port. Appeared disconnected from the rest of the tubing. Blood was backing up into tubing and IV fluid was leaking onto the floor. New tubing was then put in place and the patient was not harmed.